Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient's device was not set up and the patient experienced chest pain. The device remains in use. No further patient complications have been reported as a result of this event.